Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. The catheter shaft was found to be kinked proximal to the distal tip. In addition, the catheter tip was noted to be bent and fractured. The cause of the kinks noted in the catheter shaft remain unknown. A CAPA was initiated to investigate the failure mode of fractured tips on viewflex catheters.

Event description:
Analysis revealed a fracture in the catheter.